Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer heard the pump stop pumping and went to the bedside. The screen was black, the customer turned the pump back on and resumed pumping. The customer denied any alarms or noises coming from the pump prior or during the shutdown. Personnel encouraged the pump to be sent to biomed for servicing.

Event description:
N/a.

Event description:
It was reported by customer that during use cardiosave intra aortic balloon pump (iabp) shut off unexpectedly. Customer heard the pump stop and found the screen black at the bedside. Customer restarted the pump, which resumed normal function. No alarms or unusual noises were noted before or during the shutdown. There was no harm or injury reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.